Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was at elective replacement indicator, the battery voltage was at 2.58 volts and impedance at 29,000 ohms. The patient reported dizziness during interrogation. The device remains in use. No further patient complications have been reported as a result of this event.